Event description:
Sorin group (B)(4) received a report that during a procedure there was a pump runaway and a speed error was displayed by the s5 roller pump. Shortly after, the display went blank and the pump stopped. The pump was changed out. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during a procedure there was a pump runaway and a speed error was displayed by the s5 roller pump. Shortly after, the display went blank and the pump stopped. The pump was changed out. There was no report of pt injury. The investigation is on-going. A f/u report will be sent when the investigation is complete.